Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-12185. It was reported the patient¿s scs system was not providing adequate relief. On (B)(6) 2018, the patient had another lead added at l4 for better pain coverage. Post-operatively, effective therapy was restored.